Event description:
It was reported that shaft break occurred. The 75% stenosed, 3.0mmx38mm target lesion was located in the tortuous and moderately calcified proximal and middle of the left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon shaft delivery system got kinked and fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick catheter in 2 pieces. There was blood in the wire lumen, and the balloon was tightly folded. Analysis for the tip, balloon, inner/outer shaft, hypotube, and hub included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 49.7 cm from the tip, and there were kinks in the hypotube located 47.5cm and 52.4cm from the tip. The fracture faces of the separated ends indicate that the device was kinked prior separation. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 3.0mmx38mm target lesion was located in the tortuous and moderately calcified proximal and middle of the left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon shaft delivery system got kinked and fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.